Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer reported a low blood glucose level of 46 mg/dl. Customer also reported that one sensor has a bent cannula. Customer's current blood glucose reading was 213 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).